Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 021) issue. It was reported that on (B)(6) 2017 the patient experienced a skin irritation/itching at the skin site two days after inserting a sensor. The patient¿s healthcare provider reportedly ordered hibiclean to treat the reaction. This complaint is being reported based on the allegation that the patient sought medical intervention associated with a sensor insertion site reaction.